Event description:
It was reported that a user of the ilet experienced unexplained high blood glucose, and troubleshooting with education was completed. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included case review and user troubleshooting. Investigation of this case revealed no confirmed device malfunction or component failure and no confirmed interaction issue, with the event considered user- and device-unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.